Event description:
It was reported that approximately 10 years and 4 months post implantation, the lens was explanted due to calcification. The lot and serial numbers could not be provided, so it has not been possible to determine whether this lens is a hydroview lens model 1.0.

Manufacturer narrative:
The lens was requested but was not returned to bausch & lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the available info, the root cause of the event cannot be determined. The hydroview intraocular lens was discontinued and is no longer manufactured by b&l.